Event description:
It was reported that the patient presented for a schedule procedure. Prior to the procedure, an interrogation was performed, and it was discovered that the right atrial lead exhibited overusing noise causing inappropriate mode switch. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.